Event description:
The customer called to report a button error alarm, as well as being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 364 mg/dl. The customer stated that she experienced nausea, vomiting and excessive thirst. Troubleshooting was not possible as the insulin pump was not responding due to the button error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent down arrow button response due to corroded keypad traces. No button error alarms noted. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracks around the battery tube threads and above the corner of the display window.